Event description:
It was reported that during a lar procedure, a leak was found at the anastamosis site between the rectum and anus 12 hrs after the procedure. The dr re-operated and made an artificial anus. As the dr confirmed, there was no problem to the donut shaped tissue at the first operation, he found staples were malformed almost all around the site on the re-operation. The pt is still in treatment. The device was discarded.

Manufacturer narrative:
Date sent: 12/08/2008. Info is unavailable; device was not returned for eval.